Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the tibial component, the attune rp impactor head broke. All the pieces were collected, decontaminated and will be returned.